Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The pump side connector was cleaned and there were no further alarms. During the cleaning, the modular cable was replaced.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported corrosion to the modular cable was unable to be confirmed, as no images were available for review and no product was returned. A specific cause for the reported corrosion was unable to be conclusively determined through this evaluation. It was reported that the patient was experiencing a driveline power fault alarm (captured under pi-2025-0174031-01). It was reported that there was noted corrosion of the driveline, and the modular cable was exchanged. No product was returned for evaluation. Multiple attempts were made to obtain additional information regarding the reported events; however, no additional information was provided by the account. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas) support with no further related events reported. The lot number or other identifying information of the product was not reported and was not able to be determined during the investigation. The heartmate 3 lvas IFU and the heartmate 3 patient handbook, are currently available. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. Section 2 of the IFU, ¿system operations¿, explains that if it has been determined that damage has been detected in the modular cable, it should be replaced, and provides instruction on how to do so. Several sections of the IFU and patient handbook warn the user to never put the driveline, system controller, or any external equipment into water or liquid; immersion in water or liquid may cause the pump to stop. Additionally, section 4 of the patient handbook, ¿living with the heartmate 3¿, and section 7 of the patient handbook, ¿frequently asked questions¿, contains information on proper showering methods. The IFU and patient handbook contain information on how to clean and care for the driveline. Section 6 of the IFU, ¿patient care and management¿, and section 4 of the patient handbook instruct the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also states, ¿call your hospital contact right away if the driveline is damaged (or might be damaged).¿ section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, provide additional instructions regarding driveline care in sub-sections entitled, ¿what not to do: driveline and cables¿. The patient handbook cautions the user to call their hospital contact if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log files were submitted for a patient concerning driveline power fault alarm. The patient's controller had a driveline power fault alarm starting on (B)(6) 2025 around 18:00 after their shower. The patient had a previous alarm occur on (B)(6) 2025. At that time controller was exchanged with noted corrosion at the connection site. The event log file recorded a driveline power fault (b) on (B)(6) 2025 at 18:07:43. Motor function was not affected by this event. It was recommended that they replace the modular cable and system controller and continue to monitor for unusual events. Additional log files were submitted on (B)(6) 2025 after exchanging the modular cable and system controller. There was noted corrosion on the driveline. The event log continued to capture driveline power fault b on the new controller ((B)(6)) & mod cable connected on (B)(6) 2025 at 15:41. It was then recommended to perform a modular cable cleaning to remove the corrosion. Otherwise, there were no other notable alarm conditions or parameter changes seen in the log files.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.